Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to unknown reasons. Customer stated that he was not feeling well at training and reported having gone to urgent care on friday, then to the emergency room again on sunday. Diagnosed with colitis and diet was clear liquids currently. Customer stated that he had been able to bring his blood glucose down from each time he went to the urgent care or emergency room, does not believe this was related to his insulin pump. It was unknown whether the customer was using automode at the time of reported event. The insulin pump will not be returned for analysis.